Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer plate lens and the lens tore. The cartridge had contact with the pt's eye but there was no contact with the lens. There was no pt injury.